Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It has been reported that the surgeon is unhappy with the cut made on the distal femur. The femoral component was supplied as a passive growing implant, but the cut of the posterior chamfer went straight across the growth plate of the distal femur. It was further reported that the surgeon performed a complete epiphyseodesis of the distal femur. The patient is not expected to develop a significant leg length difference as the surgeon can lengthen the tibial component to take into account the absence of both femoral and tibial growth. His knee joints will be at different levels at the point of skeletal maturity. Cosmetically this will be obvious when he sits down in particular.

Manufacturer narrative:
The investigation concluded that, with the imaging provided, it was not possible to confirm that the surgeon had cut across the distal femur growth plate. However a review of the provided imaging indicates that the position of the implanted device is not consistent with the surgical plan as the resection level is higher than the plan and the implant is misaligned. Assessment of the planned cuts by siw design engineers indicates that the planned cuts should have avoided the growth plate. Further information was requested to confirm how much femoral bone was removed from the condyles and what settings were used for the femoral cutting guide, this information has not been provided. The high resection level, and misalignment of the implant may have contributed to the reported issue. The design proposal instructs the surgeon to review aspects of the design which include resection planes and instrumentation prior to approving the design. The surgeon approved the design of the device prior to manufacture and dispatch. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.

Event description:
It has been reported that the surgeon is unhappy with the cut made on the distal femur. The femoral component was supplied as a passive growing implant, but the cut of the posterior chamfer went straight across the growth plate of the distal femur. It was further reported that the surgeon performed a complete epiphyseodesis of the distal femur. The patient is not expected to develop a significant leg length difference as the surgeon can lengthen the tibial component to take into account the absence of both femoral and tibial growth. His knee joints will be at different levels at the point of skeletal maturity. Cosmetically this will be obvious when he sits down in particular.